Manufacturer narrative:
Concomitant products: product ID 8578, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type accessory; product ID 8709, serial # (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2013. (B)(4).

Event description:
The patient reported their pump implanted in june 2012 was going well, but they got an infection and it had to be removed in (B)(6) 2012. According to the manufacturer¿s device registry, the patient¿s pump was removed on 10/18/2013. The medication infused at that time was unknown, though the patient noted morphine had given them great relief in the past. Please see manufacturer¿s report #3004209178-2014-01500 for information regarding the patient¿s pump moving, numbness, and pain.